Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated the patient was having some leakage problems and pain, so the patient went to their healthcare provider. Caller stated a manufacturer representative (rep) was present at the appointment. It was determined the patient had a uti and the rep helped determine the stimulation was too high, which was likely the cause for the pain, as the caller had been increasing stimulation due to the leakage. Caller reported the patient received medication for the ut and the rep turned stim on p1 and turned it down. Caller stated the patient had quite a bit of leaking since the adjustment, but they were going better the day of the report. No further complications were reported or anticipated.